Event description:
(B)(4). According to the information received, there was a balloon burst while using the peristeen catheter and a piece of the balloon remained in situ. When the user irrigated for the second time the remainder of the balloon passed and she had blood and is now sore. Due to see a specialist on (B)(6) 2011 for endoscopy.

Manufacturer narrative:
Product has been requested but as of to date no product was available for testing. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.